Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a high power visual inspection of the header and the lead barrel noted no irregularities. The seal ring marks indicated full electrode insertion in the lead barrel and the s-ICD header passed pin gauge testing. Noise was unable to be recreated in any of the vectors when the s-ICD was connected to a power source. Returns product testing results did reveal a shorted condition within the s-ICD. High power visual inspection of the s-ICD case discovered an arc mark. Analysis of the electrode noted an arc mark on the high voltage (hv) coil as well. The s-ICD was damaged by a shock into a shorted load that was induced by the hv coil of the electrode shorting to the s-ICD case. The allegations relating to the oversensing of noise made by the field could not be confirmed through product testing.

Event description:
Boston scientific received information that this patient received an inappropriate shock due to t-wave oversensing and varying r-wave morphology. The patient was seen in the clinic and noise could be recreated through testing so the sensing vector of this subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed. Additional information provided from the field indicated that the s-ICD was explanted as the patient received another inappropriate shock. There was no therapy exhaustion noted. No additional adverse patient effects were reported.